Manufacturer narrative:
As investigation was not completed as the actual device was not returned to the manufacturing facility as of (B)(4) 2014. (B)(4). No record of any routine maintenance or repairs since purchase. Labeling was reviewed and found to be adequate. I.e., intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive additional info, we will provide FDA with follow-up info.

Event description:
Procedure: laparoscopic sigmoid colectomy. During procedure a piece of the device broke off inside the abdominal cavity. X-rays taken and additional incision made to retrieve foreign body. Delay in procedure in order to retrieve foreign body. Outside of the additional incision made, no additional injuries to patient or staff reported.